Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload noted that the staple pushers were fully visible on one side of the staple cartridge. During functional evaluation, the reload was not able to deploy staples in one side of the staple cartridge because the sled was broken in half. Product analysis suggests the product was used in a surgical procedure. The replication of a broken sled can occur if there is an obstruction present in the proximal end of the jaws during firing. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the procedure performed was low anterior resection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a procedure involving the rectum / low colon the reload cut and deployed staples on one side, but not the other side of the cut line. Due to the misfire, additional tissue had to be taken in order to adequately transect the tissue and provide a strong staple line. The current status of the patient is ok. There was unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used